Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient stented during an acute myocardial infarction in a totally occluded unidentified drug eluting stent. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use, as known adverse events associated with coronary stenting. It was reported that the patient experienced a non-st-elevation myocardial infarction (ami) prior to the procedure. The stents were placed due to 100% stenosis of an unknown stent. It should be noted that the (IFU) states that safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. Additionally, the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported patient affects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 10 months post placement of 4 xience stents in the mid left anterior descending artery (mlad) to treat in-stent restenosis of an unknown stent, the patient experienced chest pain. On (B)(6) 2010, the patient was rehospitalized and on (B)(6) 2010, elective percutaneous coronary intervention of the distal lad (dlad) was performed. Reportedly, the xience stents were patent with only a mild to moderate diffuse in-stent restenosis. There was no adverse sequela reported and on (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.